Event description:
It was reported that a clot was noted on the arterial side of the device, eight days after patient support. The clot was observed 6-8 hours after heparing infusion was stopped. The device was exchanged. No reported patient effect. (B)(4).